Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent blood glucose level of mid 400's to 544 mg/dl with ketones. The elevated bg was addressed by a correction injection via manual insulin therapy. Reportedly, the customer had been using cold insulin, and not removing air from cartridge. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge, and the tandem pump user guide instructs the user to remove any residual air from the cartridge. Customer changed cartridge and infusion set to address the issue.